Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for embedded foreign matter in the tube with the incident lot were observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to the issue of embedded foreign matter through a CAPA and potential causes have been identified. As a result, corrective actions have been established and were implemented. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for embedded foreign matter in the tube with the incident lot was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause for embedded foreign matter and printing defects has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for embedded foreign matter in the tube with the incident lot was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause for embedded foreign matter and printing defects has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. CAPA# (B)(4).

Event description:
It was reported that foreign matter occurred with a bd vacutainer® naf 3.0 mg n2e 6.0 mg plus blood collection tubes. The following information was provided by the initial reporter, "black spot was embedded in the tube''.